Event description:
Boston scientific received information that a revision was done on the left ventricular (lv) lead after dislodgment. This lead also showed high pacing threshold measurement of 4v per 1.5ms. This lv lead was successfully repositioned with final pacing threshold of 1.4v per 0.8ms. Additional information gathered confirmed that this lead also had phrenic nerve stimulation. The physician tried to change the leads but was unsuccessful. Most probably explanation from the physician, the lead was partially dislodged from its original position due to tension build up when the patient changed position from lying down to a standing position post implant. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.